Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 results for 5 patient samples on a cobas c 703 analytical unit. The customer provided an example of discrepant results for 2 patient samples tested. For sample 1, the initial result was 9.5 mg/dl. The repeat result was 5.4 mg/dl. For sample 2, the initial result was approximately 8 mg/dl. The repeat result was 2 mg/dl.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The cobas c 703 analytical unit or a similar device is not cleared or approved for use in the us. The field service engineer found that the sample probes were misaligned/out of adjustment at the wash station. He re-aligned and recalibrated the sample probe washing and drying positions. He also re-aligned the reagent probes (disk a) and verified the correct functioning of other instrument components. The investigation determined that the service actions resolved the issue.